Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered elective replacement indicator (eri) with a monitoring voltage of 2.55 volts and charge time measurements of 14.1 seconds. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, the device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.